Event description:
It was initially reported that the patient had four seizures in about an hour. The patient was brought in to the office and on diagnostics it was found the patient had a dcdc code of 0. Although this is a lower impedance than normal for the patient and does not directly indicate a malfunction the physician suspected there was a malfunction. The increase in seizures were reported to be above pre-vns baseline and related to the low impedance. There were no x-rays taken. There was no manipulation or trauma. The patient was referred for surgery. Surgery if likely but has not occurred to date review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
An operative report from the patient¿s (B)(6) 2013 revision was received. The pre-operative report indicated that the device was being revised for end of service. The resident generator was explanted, and a new generator was placed. Diagnostics were performed with good lead impedance. The generator was anchored back into the pocket. The system was re-interrogated and programmed to prescribed settings. A subsequent diagnostic showed normal results. Per this operative report, only the generator was revised.

Manufacturer narrative:
Previously submitted MDR indicated that the event was a malfunction; however, this should have been an adverse event. This report is being submitted to correct this information. Previously submitted MDR inadvertently omitted that the received implant card indicated that the generator revision was prophylactic. This report is being submitted to correct this information. Previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. This report is being submitted to correct this information.

Event description:
The patient's replacement surgery occurred on (B)(6) 2013. The explanted device is not retrievable, as it has been discarded by the facility. No other information has been provided.

Event description:
Surgical consult notes dated (B)(6) 2013 were received. It was noted that the patient¿s device was interrogated and determined to be losing power. The patient presented for vns generator revision and possible lead revision.